Event description:
It was reported that during priming with one unit of prismaflex st100 set, an external fluid leak was observed at the tube connector. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection observed the cone of the warmer connection male luer lock (mll) was broken and an external fluid leak from the warmer connection mll was identified. The leak is likely due to a broken mll cone. The reported condition was verified. A potential cause of the condition could have been overtightening of the luer connection which can lead to blocked connection and/or cracks. A nonconformance has been established to further investigate the connection components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.